Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed sores on her back and under her breast under the lifevest. The patient described the skin sore as a rash that was red, irritated, and uncomfortable. The patient contacted her doctor about the skin condition and was instructed to not wear the lifevest. Follow-up indicated that the skin condition improved.